Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed blisters on her back. The patient also reported that she had not changed the garment since being fit. Follow up indicated that the area improved. The patient's physician removed the lifevest while the patient was in the hospital and the nurse provided lotion.